Event description:
It was reported that a device had a keypad that was not functioning properly. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation confirmed that the following keys are inoperable: number 2, (.), 4, 5, 6, 7, 8 and 9 key caused by external influence. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the number 2 key will occur following the selected key's function (e.g. Numerically: when the number 1 key is pressed, 12 will be displayed, alphabetically: when the "abc" key is pressed, ad will be displayed interfering with mdl drug searching opportunities). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.